Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v673557, implanted: (B)(6) 2011, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient noted never having therapeutic effect. The patient was experiencing loss of bladder control. There was no known accident or incident related to this complaint. The patient noted they were going to have the ins removed, "but they talked me into keeping it and completely shut it off and they did this over the phone. This thing did nothing, all the time, nothing showed up on the screen." The patient indicated they use the antenna and had "fairly new" aaa's in the 3037, replaced in (B)(6) 2014, "I've never touched it since she set it in the office." The patient mentioned the 2 blue keys (on/off) and grey sync key on the 3037. The patient indicated their doctor had the off key taped off. The nurse had the patient remove the tape, "but we got no response from this machine at all. She said if I can get this off, I can leave this pacemaker in there, if I decide to use it again." It was clarified that the therapy "has done nothing for you." The patient confirmed "not a thing and it stings all the time, but I don't know how it can be stinging when I don't think it's working. Nothing showed up on the screen no matter what she had me do." The patient did not remember the 2 week trial well "I didn't know when I had to pee. I could pee for 8 hrs without stopping, 3 to 4 chux on me, a pad in, depends with a pad in it, and 3 -4 pads on. I can't keep on going like that. I have never stopped urinating. I've had this bladder infection for 6 months. Since she put this in, I've had about 30 of them. I kind of figured I was rejecting it somehow. But they say I can't be rejecting it. I said something's wrong here. I want it off, cause it hurts." The patient indicated the pain was in the area of "the pacemaker. It feels like a bunch of lumps, she claim it's only one square thing or round, whatever it is. But that will sting and hurt. I put my hand back there and kind of rub it a little bit. Feels like 4 or 5 big lumps." Area was not red, not sure if swollen "because it feels so funny anyway." The patient saw their doctor in (B)(6) 2014 and again in (B)(6) 2014. The patient had an appointment yesterday, but cancelled it. The patient noted use of poise "45 in a pack and I go thru 5 in a month, plus a couple packages of depends." The patient noted they can pee for 8 hrs straight. "I feel like I'm riding a pony." The patient mentioned that they lost 5 lbs after urinating in a commode. The patient noted the doctor said the patient was urinating so much because of a uti, but the patient stated, they urinate a lot when they don't have a uti. Regarding if the ins was turned down to zero and off, the patient noted it was turned off. Prior to turning it off, the ins was set at 2.0 "if it's below 2 it doesn't do anything. If it's above 2, I get stinging in my vagina." While speaking with the nurse over the phone and trying to sync with the ins "nothing happens, but she gave me this number to call." The patient noted the nurse suggested that rather than taking it out because "I had the biggest back surgery last (B)(6)...everyone of my discs are titanium bars, bolts, and screws, real thick and long. Feels like a big block in my back. So it's very hard for her to take this out." Patient services suggested verifying that the ins was off by syncing. With the antenna. The patient noted a blank screen. The patient repositioned antenna several times, still blank screen. The patient was unable to sync to confirm ins was off and lower amp to zero. No one was with the patient to try syncing without the antenna. Might be antenna jack. Patient services asked the patient to remove the aaa's from the 3037. Aaa's are sunbeam super heavy duty. The patient needed to purchase alkaline aaa's. The patient asked why the implant stings all the time "it's like needles in there." The patient mentioned they take insulin. The patient was in a bad car accident and "banged up my pancreas." The patient also stated that due to "all the medication I take" their fingernails break off. The patient suddenly ended call because another call was coming in. Additional information received noted that regarding the cause of the event, the patient was non compliant and had severe anxiety disorder. It was noted that interstim device was fine. It was noted: "nothing to do with the interstim". It was noted: compliance with uti prevention protocol ongoing issue.